Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient arrived in the resuscitation room with the cvc already inserted in subclavian right. The patient was very agitated. While working on him, the patient did a sudden move with his shoulder. The proximal line separated at the level of the junction between the proximal line and the white colored plastic part that is connected to the 3 lines valve. Clinical consequences: the line was immediately clamped to limit the infectious risk. The device was removed.

Manufacturer narrative:
(B)(4). Additional information was received from the customer indicating there was no patient injury/harm. The customer returned a white proximal luer hub attached to a stopcock for evaluation. Only one single luer hub was returned and the rest of the catheter was not. Microscopic examination revealed part of the extension line was still inside of the luer hub. The point of separation was rough and jagged indicating excessive force caused the breakage. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with the kit warns the user "do not apply excessive force in removing guide wire or catheter. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained, and further consultation requested." The customer report of a separated luer hub was confirmed by complaint investigation. Microscopic examination of the returned luer hub revealed part of an extension line was still inside the luer hub. The point of separation was rough and jagged indicating excessive force caused the breakage. A device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the report that this event occurred after the patient suddenly moved, it was determined that unintentional use error (patient damage) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that the patient arrived in the resuscitation room with the cvc already inserted in subclavian right. The patient was very agitated. While working on him, the patient did a sudden move with his shoulder. The proximal line separated at the level of the junction between the proximal line and the white colored plastic part that is connected to the 3 lines valve. Clinical consequences: the line was immediately clamped to limit the infectious risk. The device was removed.